Manufacturer narrative:
Corrected data: in review, it was noticed that an incorrect establishment name (customer's establishment name) was inadvertently entered in the section "g1-2" of the intitial MDR report instead of manufacturer establishment name; therefore, the information has been corrected in this supplemental MDR report. Also, in review, since the device has been returned, an update of sections "d6a and d6b" were made in supplemental MDR report. The following fields were updated accordingly: section d6a: if implanted, give date: not applicable, there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Section g1-2: establishment name: johnson & johnson surgical vision, inc. Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 28, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received stuck to the handpiece tray. The complaint handpiece was received as well. Visual inspection under magnification revealed no issues with the returned lens (including the haptics). No defects or assembly issues were observed with the handpiece before and after disassembling the handpiece for evaluation. Trace amounts of viscoelastic residue was observed in the handpiece cartridge which suggests an inadequate amount of ovd was used during loading and insertion which may lead to the reported complaint issues (however they were not confirmed during evaluation). Historical data analysis: a search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po for "stuck in cartridge" issue. Although, complaint issues reported are related, the issue could not be confirmed as related to manufacturing.therefore, no escalations are required. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) did not deploy correctly, haptic was twisted. It was indicated that the was patient contact. No further information was provided.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.